Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle that they are not able to draw up into 5 syringes. The following information was provided by the initial reporter: not able to draw up into the syringe.

Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended.